Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling multiple cartridge during the load sequence. A new cartridge from a different cartridge box was used, and the cartridge was successfully filled. Customer's blood glucose level was 183 mg/dl.